Manufacturer narrative:
(B)(4). D10. Flexible shaft, tri-shank item# 00879000705 lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure a flexible shaft broke. No harm to patient. Due diligence is in process and no further information on the reported event has been provided.